Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). There was needle blockage during injection [needle issue]. Case description: this serious regulatory authority spontaneous case from china was reported via nmpa ((B)(4)), chn by a consumer as "there was needle blockage during injection (needle issue)" beginning on (B)(6) 2024, and concerned a patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy" novofine (needle) from unknown start date for "device therapy." The patient's height, weight and body mass index were not reported. Medical history was not provided. On (B)(6) 2024 the patient had needle blockage during injection. Degree of injury: serious injury. Cause analysis: reason for operation. Preliminary treatment: replace a new needle. Batch numbers: novopen 5: pvgfa55-1, novofine: not available the outcome for the event "there was needle blockage during injection (needle issue)" was not reported. No further information available. References included: reference type: e2b authority number, reference ID#: (B)(4) reference notes: (B)(4) "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational results: 1. Novopen 5; batch number: pvgfa55-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed and found to be normal. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. 2. Novofine; batch number: unknown. No investigation was possible, because neither sample nor batch number was available since last submission the following has been updated: -is non-reportable and malfunction updated to "no". -investigational results updated for novopen 5 and novofine. -expected date of follow up removed. Final report was ticked in EU/ca tab. -imdrf codes updated novopen 5 and novofine. -narrative updated accordingly. H3 continued: evaluation summary. Novopen 5; batch number: pvgfa55-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed and found to be normal. Nonconformity-related documentation was examined. No. Irregularities recorded and therefore no further action.